Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had seen their healthcare professional (hcp) and he feels like the battery should be changed and the stimulator itself should be in another position. Patient said, where it is it¿s not doing any good. Patient was calling today to see if when she can get her battery changed. The patient¿s hcp feels like the battery should be changed and the stimulator itself should be in another position. No further complications were reported. No symptoms were reported.